Manufacturer narrative:
(B)(4). Sample will not be returned for eval. This is one of 5 records reflecting multiple occurrences of (B)(4). Additional occurrences are documented as MDR #3005789918-2009-00002, MDR #3005789918-2010-00011, MDR #3005789918-2010-00013, MDR #3005789918-2010-00014. Until (B)(6) 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(4) reports. Please refer to the MDR for the original complaint referenced above for the f/u for this MDR.

Event description:
It was reported by the clinician that they were using the w20979 as a substitute product for w21372 which is currently unavailable. As long as they've been using the w20979, they have experienced difficulty with the stopcock leaking. These are used in various parts of the hosp. In the neonatal intensive care unit (nicu), they are infusing lipids, in nuclear medicine and surgical intensive care unit (sicu) they are infusing IV meds and these are just a few places they are being used at the facility. There have been no pt complications reported.